Event description:
Related manufacturer reference number: 3006705815-2022-18110. It was reported that the patient had high impedances on their lead causing a loss of coverage. Surgical intervention was undertaken on (B)(6) 2022 where both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.